Manufacturer narrative:
(B)(6). A medtronic representative inspected the imaging system onsite and found that the image acquisition system (ias) was not completing the boot cycle. The representative connected the external monitor and the system indicated a bios problem and prompted to continue boot. The ias cmos battery was replaced and reconfigured bios. The issue was resolved. No further issues observed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the image acquisition system (ias) would not connect to the mobile view station (mvs) on the imaging system and would not pass stand alone mode. Several reboots did not resolve this issue. The site aborted use of the imaging system and switched to a c-arm to complete the case. There no delay to the procedure due to this issue as the imaging system was not brought into the room. There was no impact on the patient outcome. No additional information is available.